Manufacturer narrative:
The device was returned to the resmed technical service center in (B)(4) and an evaluation was performed. The reported issue of the self-test failure could not be reproduced, however the evaluation determined the device had a defective top case. The top case was replaced and the device software was updated to address the issues. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed (B)(6) than an astral device displayed error messages indicating a self-test failure. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
An extensive engineering investigation was performed on the returned astral device. The reported self-test failure was confirmed through review of the device logs as well as a visual inspection. The investigation determined that the device failure was due to a faulty component on the top case as well as a contaminated inspiratory flow sensor and non-return valve. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).